Event description:
Philips received a complaint on an m2/m3/m4 compact monitor display indicating the equipment shows non-invasive blood pressure (nibp) values that are not as expected. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4 the manufacturing date for the reported device is prior to 24sept2016, so no UDI required.

Manufacturer narrative:
A quote was provided to repair the device; however, as of (B)(6) 2026, no response was received from the customer and the quote has expired. The device in question is no longer expected to be returned and is not available for analysis. The product malfunction was unable to be confirmed because the customer did not respond to the quote to repair the device before the quote expired. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an m2/m3/m4 compact monitor display indicating the equipment shows non-invasive blood pressure (nibp) values that are not as expected. The values were outside the expected range. It is unknown if the device was in use at time of event, and there was no adverse event reported.